Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was an ignition fault. The fse found that the issue was related with the hardware connection and there were false contacts on the mpdu (main power distribution unit) board. The fse corrected the connections to resolve the reported issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not turn on. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.